Event description:
I am (B)(6) and this is my story. I had a tubal in 2006. I started getting heavy periods that lasted long, or twice a month. I had numerous doctors appointments and tests and was told I had fibroids and adenomyosis. I still had heavy periods and it was suggested that the nova sure procedure could help me. The day of my procedure, I came home with major pain and felt like my insides were on fire. I called my doctor. After my first day back to work I had an accident. I felt pain and couldn't control the urine coming out of me. I cried at work and had supportive friends who went to get me new clothes. My problems grew worse, my periods continued heavy twice a month, and I started to have pain so severe I couldn't stand or sit or go to work. I went to the hosp one day from work because I couldn't stand the pain. They gave me pain medicine, did an x-ray and told me that it looked like a fibroid. I went home with pain medication. I was a mother of 3, in pain all day living on pain medication. I went to see a new doctor, desperate for answers and she told me all she could do at that point was a hysterectomy. She told me they found blood in my bladder and that I had clumps of endometriosis. She took my uterus, my cervix and my left fallopian tube. I will never be healthy, I will never feel good, I will never feel young. My insides constantly hurt. I have a hard time urinating. My back never stops hurting, I can't sleep, I am always tired and in pain. Sometimes I can't even do things with my kids, they don't understand my pain. I don't know what to do, I can't live on pain killers. Everything inside me hurts. It all started after the nova sure procedure. I don't know how this is allowed and have read other peoples' horrible stories. I think you need to look into this device, I can't keep wasting my sick time. I can't afford to have unpaid surgery again, I will never fell good, I feel like I'm (B)(6).